Manufacturer narrative:
Currently, it is unknown to what extent the device caused or contributed to the reported event. The patient's legal fact sheet alleges the patient experienced mesh extrusion, however, the medical records provided which include the implant/explant op report, implant tracking log, and multiple medical care giver notes not related to the pelvic procedures do not mention mesh extrusion suffered by the patient. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2010 - patient was diagnosed with stress urinary incontinence and underwent a pubovaginal sling procedure with implant of customized bard/davol flat mesh. (B)(6) 2011 - the patient was diagnosed with pubovaginal sling erosion and underwent explantation of the bard flat mesh device.